Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier power supply. The system operates as intended.

Event description:
The customer reported the system had image quality problems and is down. No pt injury was reported.